Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
Analysis revealed pump motor and gear train anomalies related to corrosion and/or wear and/or lubrication, and stall due to shaf t-bearing. Interrogation of the device revealed it was in minimum rate mode. Recent FDA coding changes offer limited options for medical device evaluation conclusion coding.  Medtronic selected conclusion code 12 because, although the device meets design specification, medtronic made enhancements to the design making this the closest code available with respect to this event. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a healthcare provider (hcp) regarding a patient receiving intrathecal gablofen via an implanted pump for cerebral palsy and intractable spasticity. The pump device was returned for analysis. The pump was replaced on (B)(6) 2017 for normal battery depletion with no issues. The pump was removed to avoid in-vivo battery depletion. A rotor study and dye study were not performed. There was no patient injury and the patient recovered without sequela. No further complications were reported/anticipated or expected.